Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected vitros bhcg ii result was obtained from a single patient sample on a vitros 5600 integrated system. An assignable cause could not be determined. There was no indication that the vitros 5600 system had malfunctioned as vitros tsh and vitros tt4 within-run precision tests were within acceptable guidelines. No vitros bhcg reagent performance issues are indicated based on the historical bhcg quality control data. Pre-analytical sample processing could not be ruled out as a contributing factor, as the customer was not adhering to the sample collection device manufacturer¿s recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. In addition, the customer could not provide definitive proof that pre-analytical sample mix up occurred, it cannot be completely ruled out as a contributing factor.

Event description:
The customer complained that a non-reproducible, lower than expected vitros bhcg ii result was obtained from a single patient sample on a vitros 5600 integrated system. Vitros bhcg ii result = <2.39 miu/ml verses expected result 1061 miu/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The higher than expected vitros bhcg ii result was reported outside of the laboratory and a corrected report was issued within 24 hours. No treatment was given, changed, or withheld based on the reported vitros bhcg ii result and there was no allegation of patient harm as a result of this event. (B)(4).